Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was loose. Additionally, it was reported that the battery was depleting rapidly. There was no reported adverse impact to the customer. The customer declined to provide further information regarding the issues to tandem technical support.